Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2r3t0. Implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jul-2024, UDI#: (B)(4). B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that their previous device stopped working for some reason. The patient mentioned they're not sure when but for weeks or months they were constantly going back and forth with the same symptoms before they had it done and they had an ultrasound done and that's when they noticed the wires were not connected and that would allow an infection so they they took out the whole system.